Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that they noticed a leak from a "crack on the luer hub" at the start of the infusion. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No medical intervention was required. Although requested, no additional patient or event details were provided by the customer.